Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the analysis revealed that no anomalies were found.

Event description:
It was reported that the right atrial lead had "pulled back" after the initial implant and had no capture at maximum output. The lead was capped and removed partially. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.